Event description:
Country of complaint: (B)(6). The package contained two eas. (Fixed quantity per package is one). This product defect was found on two different safil packages.

Manufacturer narrative:
Manufacturing site evaluation: samples received: none, picture. There are no previous complaints of this code batch. There are no units in OEM stock. Received one picture which shows two sutures inside the first pack. This defect could be caused by the automatic wound machine during the manufacturing process. Taking into account that no other customer complaints have been received concerning this issue for this code batch, we consider that this is an isolated unit and claim is justified, but whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: not applicable.